Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels.

Manufacturer narrative:
The alleged product was received by the fliu, however it was lost during transit to the cir.